Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger connector pin was broken. No patient complications have been reported because of this event. The patient reported that they had to charge the ins more often since past 3-4 weeks. No patient complications have been reported because of this event.